Event description:
It was reported that during reprocessing the ultrasound gastroscope had a major tear in the transducer element. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Updated fields: d8, h2, h3, h4, h6, and h11. In addition, the following reportable malfunctions were identified during the device evaluation: the thixotropic adhesive at the forceps cover was missing and the adhesive around the light guide lens was chipped. Based on the results of the investigation, it is likely the following led to the customer's allegation: damaged pink probe. The most probable cause of the newly found issues is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.